Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the handpiece overheated during a surgical procedure, burning the hand of the user. The procedure was completed successfully with no delay and no patient impact. No medical intervention or additional adverse consequences were reported for the user.

Event description:
It was reported that the handpiece overheated during a surgical procedure, burning the hand of the user. The procedure was completed successfully with no delay and no patient impact. No medical intervention or additional adverse consequences were reported for the user.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device was not returned.

Event description:
It was reported that the handpiece overheated during a surgical procedure, burning the hand of the user. The procedure was completed successfully with no delay and no patient impact. No medical intervention or additional adverse consequences were reported for the user.